Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00446. It was reported the patient experienced a sudden loss of stimulation. Patient denied any falls or trauma. Diagnostics indicated invalid impedance readings on all lead contacts. Surgical intervention is to be undertaken to address the issue and the physician also plans to determine if the lead has been dislodged from the implantable neurostimulator (ins).

Event description:
Device 2 of 2, reference MFR report: 3008829311-2017-00446. Follow-up information indicated the field representative had erroneously performed diagnostics. Additional programming for the implanted lead was able to provide therapy and surgical intervention is no longer planned for the patient.